Event description:
It was reported that the pulse generator was explanted due to unrelated reasons. It was noted that the device was in back-up. The device could not be restored to normal function due to eri. The patient was implanted another device. The patient was stable.